Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter the needle pierced the catheter and would not retract. The following was received from the initial reporter: the introducer gets stuck, it pokes through the plastic catheter, won¿t retract.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter the needle pierced the catheter and would not retract. The following was received from the initial reporter: the introducer gets stuck, it pokes through the plastic catheter, won¿t retract.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with these issues during the production of this batch. However, a trend has been identified for the reported failure of needle retraction failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.